Event description:
It was reported that during the processing of cord blood using the device, cryopreservative liquid would not flow though the device¿s tubing into the device¿s 200 ml transfer bag. As a work-around, the cryopreservative was added to the transfer bag by means of a needle, using the transfer bag¿s injection port. The cord blood product was then processed without further incident. No sequelae have been reported.

Manufacturer narrative:
Two used devices were received from the user. The user's report was confirmed that both microbore tubing lines were completely blocked to flow, even with substantial pressure applied to the syringe plunger. In the firm's engineering department, microscopic examination of both devices revealed a septum bridging the diameter of the microbore tubing. A bottleneck shape of the tubing was observed on either side of the septum. The septa are the proximate cause of the blockages. The bottleneck shape of the tubing provides information about the root cause. It appears that some of the solvent used in bonding the tubing to the bag entered the microbore tubing and was not either blotted out or purged. Solvent left behind inside the bore can migrate into the tubing wall, whereupon it can be absorbed into the tubing wall causing the tubing to swell which produced the bottleneck appearance. The residual solvent left bridging the diameter eventually becomes a combination of solvent and the plastic wall. With time the solvent when finally evaporated leaving the tubing polymer in the form of septum. As CAPA, a modification is planned for the assembly instructions for this particular tubing joint which are intended to reduce or eliminate this type of defect. Summary: the user's report was confirmed. The blockage was due to a septum that formed in the tubing during the manufacturing process. The root cause was traced to the misapplication of bonding solvent. A CAPA is planned. Unless substantially significant information is received, this constitutes a final report.